Manufacturer narrative:
Evaluated one opened and used reservoir. Performed pre-fill reservoir test and the reservoir did have any leakage anomaly when removing the plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir broke on the bottom and insulin ran out. Customer's blood glucose was 180 mg/dl. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.